Event description:
The customer reported that their AED will not power on. Customer states that the pads were never connected on any of the aeds while stored. Tried changing 9 v batteries. Some will not power on now.

Manufacturer narrative:
The customer reported that their AED will not power on and the battery pack is depleted. The maintenance schedule is reported as monthly. Communication with the customer found that they have never connected the pads to the AED. Advised the customer to keep pads connected at all times to avoid battery pack depletion. Advised to remove AED from service and order replacement bp asap. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.